Manufacturer narrative:
(B)(4) implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed on (B)(6) 2015.

Event description:
Per the clinic, the patient experienced an infection at the implant site and underwent a procedure (date not reported) to drain fluid from the infected area; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.